Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the only the dual applicator from the vstas1 device was returned with damaged in the luer locks. In addition, the packaging opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested, and the luers move correctly and can be both tightened and loosened without issues observed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Per instructions for use: ¿loosen the luer locks to remove the spray and drip tip from the adapter, attach the vistaseal laparoscopic dual applicator to the adapter by tightening the luer lock¿. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal?: if not, how many times have they used vistaseal prior to this event?: very experienced user. Fa used device 100 x prior to this case. 2. How many times have they applied the laparoscopic tip?: fa has vast experience with lap and robotic tips. Surgeon doesn¿t to any open cases. 300-400 robotic cases per year. 3. Was a sales representative present during the case when the issue was experienced?: I was not in the room. But came in shortly after they said it was stuck. 4. Were there any unexpected outcomes or complications as a result of the event?: no. 5. Are there pictures of the damaged device available?: yes. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3027394 mfg date: november 16, 2021, exp date: november 17, 2026. Batch 2990164 mfg date: october 23, 2021, exp date: october 23, 2026. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a duodenal switch procedure on an unknown date and a fibrin sealant preparation device was used. The sales representative was called to the room by the nurse. The first assist could not get the gray knobs turned to release the open tip on the adapter. They were intending to use the flexible laparoscopic tip. The sales representative had her try to turn both knobs the same direction and then try both knobs in the other direction. The knobs were stuck. They discarded the adapter off the field and opened another kit for the case. No adverse patient consequences were reported. Additional information was requested.